Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Concomitant medical products - 00620205222 shell porous with cluster holes 52 mm 63290564. 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 63315039n. 00625006520 bone scr 6.5x20 self-tap 63434632. 47223703800 smooth guide wire with bullet tip 3.0 mm diameter 100 cm length 63276080. 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 63089877. 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 63202575. 00787101362 femoral stem cemented revision/calcar 12/14 neck taper size 13 250 mm stem length 63057597. 00785901000 distal centralizer 10 mm o.d. 63285429. 00787100120 build-up block size 13/15 20 mm height 62725109. 00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 2811974.

Event description:
It was reported that the patient's left hip was revised due to infection. The liner and head were removed and replaced.